Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. However, due to the continuation of occlusions, the customer reverted to an alternate method for insulin therapy.